Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The battery voltage when came back on was 16 volt direct current (dc). The battery was manufactured in 2013. The customer was advised about five year replacement interval for the battery and part number was provided. The customer was advised to not use the ventilator with the current battery any longer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during performance verifications test (pvt), 13 minutes into the battery test, the unit shut off while alarming then came back n in ventilation mode. There was no patient connected to the device at the time of the event occurred.